Event description:
It was reported that customer experienced continuous glucose monitor error while pump was not connected to sensor and wanted to confirm steps to reset pump. There was no reported impact to the customer¿s blood glucose level. Customer reviewed pump history to verify error, contacted support, and was guided through complete pump reset; after reset, no further error appeared, sensor session was successfully started, and customer expressed satisfaction with support and had no additional questions.